Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the hanger assembly was broken. The output connector assembly was broken. Upper case was broken. Encoder assembly was contaminated. Two knobs were contaminated. Lower case was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.